Manufacturer narrative:
Examination of the submitted device confirmed fracture. The device fractured as a result of low stress high cycle fatigue initiation and propagation. No material defects were observed in the fractured device that could have contributed to fracture initiation and/or propagation to failure. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since release for distribution. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient has a sigma tc3 femoral component with a femoral adaptor, femoral sleeve, and femoral stem. Adaptor bolt is broken. Update 9/3/2015- patient was revised to address pain, loosening and a broken adaptor bolt. Loosening occurred at the bone/cement interface. Cement manufactured by a competitor.